Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however reporter stated that there was a difference of more than 30. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.